Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 1/5 of their automated peritoneal dialysis therapy. Per initial report, the hp had disconnected their transfer set from the pt line of the homechoice set during dwell 1/5 and did not return in time for the following drain cycle. When the hp returned the homechoice was alarming. The hp reconnected themself to the setup and attempted to clear the alarm. Baxter's tsc assisted the hp in ending therapy early. No pt injury or medical intervention was associated with this incident per the hp's nurse.